Manufacturer narrative:
Correction: h11: a review of the event history log was performed for the last day of customer use and shows that a secondary infusion of acetaminophen was programmed with a rate of 238 ml/hr. During the infusion, two consecutive upstream occlusion alarms occurred. These alarms were cleared, and the infusion proceeded for approximately 20 minutes as programmed. Subsequently, two flushes were initiated, with the final flush being cancelled. Additional event log data from a separate infusion period show a similar pattern of occlusion alarms. During a primary infusion, multiple upstream occlusion alarms occurred throughout therapy. In each instance, the alarm was cleared and the infusion resumed following user intervention. The logs also document several tubing unloading and reloading events after occlusion alarms, as well as load sequence and set improperly loaded alarms, indicating deviations from the recommended loading procedure. Flow confirmation was consistently achieved following these interventions, and the infusion continued to deliver fluid as programmed. The occurrence of repeated upstream occlusions and loading-related alarms may suggest potential issues with IV setup, tubing configuration, or infusion system handling. However, because the device was not returned for evaluation, the root cause could not be definitively determined. Proper setup of secondary infusions is required, including lowering the primary bag, ensuring the secondary clamp is open, and confirming that no fluid is dripping from the primary bag. After pressing run, the pump prompts the user to verify that there are no kinks in the tubing, that the secondary clamp is open, and that fluid is dripping in the secondary drip chamber rather than the primary chamber. If drips are observed in the primary bag, the user is instructed to select ¿no,¿ and the pump provides a tutorial to correct the issue. According to the event logs, this corrective step was not followed. The user confirmed the infusion, and the pump proceeded under the assumption that fluid was dripping only in the secondary chamber. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused from both primary and secondary lines, on two occasions during secondary medication administration as nurse observed that that drips were falling from both the primary line as well as the secondary, medication took longer to infuse than expected during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 type of investigation and h11. H11: a review of the event history log was performed for the event date provided and shows an infusion was initiated in primary mode with volume to be infused (vtbi) 400 ml with a programmed rate of of 42 ml/hr, and the pump entered run state. During setup, a load sequence alarm was recorded and subsequently cleared, indicating that the tubing loading sequence was not initially performed as intended, suggesting a deviation from the recommended setup procedure. Throughout the infusion, multiple occlusion alarms were observed. Downstream occlusions occurred early in the infusion, followed by repeated upstream occlusions during later stages. In each case, the pump transitioned to stop state and resumed infusion after user intervention, with flow confirmation consistently achieved. The infusion was completed with 400 ml delivered, consistent with the programmed vtbi. No evidence of over infusion, uncontrolled flow, or delivery exceeding programmed parameters was identified in the log. Additionally, no secondary infusion activity was recorded. In conclusion, the presence of a load sequence alarm and the repeated upstream and downstream occlusions are indicative of potential IV setup or handling issues (e.g. Improper tubing loading, line resistance, or inadequate fluid pressure due to bag positioning). These findings may impact flow performance but do not indicate intrinsic device malfunction. The pump functioned as designed, appropriately detecting and alerting for the observed conditions. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.